Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 1) 207 mg/dl and 94 mg/dl; 2) 246 mg/dl and 118 mg/dl; 3) 306 mg/dl and 106 mg/dl. The comparisons were performed on different dates. The customer administered novolog based on the result of 106 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.